Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature issue. It was reported that the pump got really hot. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/17/2013 with the following findings: the pump powered on and emitted the appropriate sounds and vibrations. The pump was able to go through the rewind, load and prime sequence with no issues. A review of the black box history showed no unusual voltage fluctuations. When tested with an external power supply, the pump¿s idle, sleep, rewind and load currents were all are within specifications. No overheating was duplicated during testing. Evidence of moisture was found within the pump after the cover was removed. The complaint could not be duplicated during the investigation.